Event description:
It was reported by resmed (B)(4) that an astral device displayed a system fault message indicting a software task error. This resulted in an alarm which notified the caregiver of the error message. There was no pt harm or injury reported as a result of this incident. Ref: MFR #3004604967-2015-00046

Event description:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed one occurrence of system fault 74 indicating a software task fault. The stress test was not able to replicate the reported issue. Visual inspection of the returned product showed no anomalies. Based on all available evidence, the root cause of the one-off occurrence is unknown. It is possible the fault was caused by a software timing issue; however the investigation could not reproduce the fault condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident.